Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h865980410, implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: h865980410, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient was not getting medication delivered through pump and was in pain. The hcp refilled 20 ml on (B)(6) 2018 and the wednesday prior to the time of the report, he took out 10 ml. The pump was not delivering full medication. The issue was not resolved and patient status was alive with no injury. No further complication was reported.